Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: where was the site of the bleeding? Unknown ¿ somewhere along the staple line what was the approximate blood loss? Unknown. Was the stapler used on vessel with bleeding issue? Unknown. Why does the surgeon believe that the bleeding was cause by an alleged deficiency of echelon device? Bleeding is believed to have occurred along the staple line what is the current patient status. Unknown ¿ last update was that patient was stable. Additional information obtained: the splenic artery was transected with reinforcement. No bleeding was noted intraoperatively and closed. Patient was still in holding room for a while when woke up patient looked pale and was immediately taken back to the or. Not sure of the cause. A white reload was used on artery which was taken with other tissue. A blue reload was used on pancreas.

Event description:
It was reported that forty five minutes post op to an open splenectomy the patient's blood pressure dropped significantly, thus prompting the staff to reopen the patient. It was discovered that a pool of blood in the abdominal cavity was caused by a leak in a vessel adjacent to the staple line. The vessel was ligated and the patient given six units of blood. Current patient status is unknown.